Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as a raw and uncomfortable area on the left side of the chest. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed nystatin for the infection. Follow up indicated that the infection improved.

Manufacturer narrative:
Not applicable.